Manufacturer narrative:
H3 other text : the evaluation is pending the outcome of an ongoing investigation.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. Error code 201 and 205 were noted in the event log. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.